Event description:
It was reported that the patient experienced pain at the artificial urinary sphincter cuff site. The pump was replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.